Event description:
On 03/18/1999, the intl distributor informed the MFR via a faxed report of the following: the catheter was implanted under the clavicula. The injections were done once in two (2) weeks by ambulatory care. An infusion pump alarmed and blood was refluent into the line tube. No swell at injected part. Five (5) minutes after pumping started, the pt complained of pain and a swell at the injected part was discovered. With "x-p" fluoroscopy, it was found that the connection part of the device had come off. No further details were provided.